Event description:
It was reported that the patient had a difficulty charging the ipg due to ipg migration. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted in patients body. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.